Event description:
In 2009, a company representative reported that the patient is experiencing elevated blood glucose. Upon follow up with the patient in the next day, she stated that her blood glucose has been elevated to over 225 mg/dl for the past few months. She stated that she experiences air bubbles in the insulin cartridge that cause her blood glucose to elevate to 395 mg/dl. Her husband then reported that the patient's blood glucose ranged from 160-295 mg/dl from about two days prior to report. She boluses through her infusion device to lower blood glucose. Her target glucose level is below 100 mg/dl. Her husband stated that "last week", the patient completed 3 prime cycles to remove all of the air bubbles from the insulin cartridge. She was not experiencing air bubbles at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.